Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 2 years and 4 months underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 2 years and 4 months underwent a valve-in-valve procedure due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10 manufacturer narrative: updated sections: a1, a4, b5, b6, b7, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was not performed due to serial number not available; information was requested, but no information was provided. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: section d4 serial number and UDI number section d6a from in jun 5, 2019 to on dec, 2010 based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for approximately 11 years underwent a valve-in-valve procedure due to degeneration, leaflets are thickened, appear heavily calcified and fixed, with severe stenosis. The patient presented with acute on chronic heart failure. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve with no complications. Patient tolerated well and transferred to step down unit in stable condition. Patient was discharged home-health care on pod#1 there was no investigational evidence of premature failure of the device. Per the medical records: the patient presented with acute on chronic chd, septic hypotensive shock, with a baseline hgb of 7.2 requiring blood transfusion, EKG changes, and colonic mass. Patient underwent a right hemicolectomy, abdominal abscess identified and patient underwent a small bowel resection, and was diagnosed with adenocarcinoma with lymph nodes positive for metastatic ca. Pre tavr he developed significant bradycardia. Degenerated bioprosthetic aortic valve (size number 23 mm magna ease valve).